Event description:
Richard gigliotti reported that his insulin pump was experiencing battery issues, describing it as dead despite being charged to 100%. The issues were ongoing, with references to frequent charging and functionality problems. There was no adverse impact to the customer¿s blood glucose level reported. Multiple attempts were made by customer success advocates to contact richard, but they were unsuccessful in reaching him directly. Voicemails were left, and an email follow-up was planned. No additional corrective actions or outcomes were reported at the time.